Event description:
It was reported by the rep that during a laparoscopic cholecystectomy the clips would not close all of the way. It was reported that the surgeon even took pains to ensure that handle was being squeezed completely. There was no pt consequence.